Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the master tool manipulator (mtm) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. After installing on sftp and running the fitness test, unit failed for node check during general startup with error codes 48276 and 48292. A golden mcmf was swapped out for the unit's mcmf and the problem persisted after rerunning general startup. However, when the unit's mcmf was placed back in, the unit passed node check. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to starting a da vinci-assisted unilateral inguinal hernia surgical procedure, the customer encountered non-recoverable errors 48276, 48292, and 319 during case setup, which were associated with the left hand control. Despite multiple hard reboots on the system and console, there was no change, prompting the customer to decide to cancel the procedure. The procedure was aborted with no patient involvement.